Event description:
Customer reported the system is displaying blurry images and the mag function is not working. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the b335 circuit board and the camera power supply. System operates as intended.